Event description:
The customer reported that a monitor fell and was damaged. No pt injury was reported.

Event description:
Caller states patient tested 3.7 inr on the coaguchek s system and 2.7 inr coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the coaguchek s system (lot number 914a, expiration date 06/31/2011). The caller did not have information regarding the coaguchek xs system.